Manufacturer narrative:
Concomitant medical products: etlw1616c124ej, sn (B)(4); etlw1620c124ej, sn (B)(4); etcf2828c49ej, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for an emergent endovascular treatment of an abdominal aortic aneurysm rupture. It was reported that during the index procedure no issues were observed. However, the patient expired a few hours after the procedure was completed. The physician stated that the event was not related to the device. No additional clinical sequelae were reported.